Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned trial confirmed that the device has fractured and the fractured piece was returned back for evaluation. The devices exhibits signs of usage. Sem analysis report references a zrm for the analysis of trial. The sem report states bending overload as evident by the presence of hackle marks and river lines features on the fracture surface. The DHR was reviewed and no discrepancies relevant to the reported event were found. The device has been in the field for approximately three years and five months. It is unknown for how many times the device is being used. Based on the information available, root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a piece of the bearing trial snapped off the underside during removal after trailing was complete. Both pieces we located.